Manufacturer narrative:
Device laboratory analysis: visual analysis - white particles noted; standard analysis - deformation; microanalysis - no other observations noted. Review of labeling addresses the reported events as follows: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal...." (Allergan silicone breast implant labeling).

Event description:
Health professional reported to allergan representative a case of a patient with left side capsular contracture, baker grade unk. Rupture and explant of devices also reported. Additional report of death received with no info regarding date or cause of death. Due diligence has been carried out and this investigation has been continued to date. If further info is obtained this will be reported.